Event description:
It was reported that at the beginning of the procedure, blood was seen leaking from the copilot and an unspecified device. The location of the leak was unknown. The copilot was exchanged for a new copilot that was connected to the same unspecified device and performed successfully. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the copilot was returned with blood in the rotator and cap, consistent with the reported attempted use. There was no contrast visible. The copilot was returned in an opened position. There was no damage noted to the copilot. The inflation device used during the procedure was not returned. There are several possibilities which could contribute to leaks with a copilot, including, but not limited to, manufacturing related anomalies, materials, pinched/damaged or off-set seals, use technique, and associated devices being used. In this case, the reported leak could not be confirmed during functional testing. A new catheter and guide wire were inserted in the returned copilot. The cap was rotated in a closed position and a plug was attached to the rotator end. A new indeflator filled with water was attached to the side luer and the copilot was pressurized to 440 psi. The indeflator held pressure and there were no leaks noted to the copilot. As a result of the reported air bubbles, the physician drew back on the manifold to evacuate the air bubbles from the system; therefore, air was not injected into the patient. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and no packaging or labels were returned. A conclusive cause for the reported leak could not be determined as there were no leaks noted during functional testing and there is no indication of a product quality deficiency.